Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at a concentration of 10.0 mg/ml and a dose of 2.100 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient presented to the emergency department with nausea, vomiting, diaphoresis, and anxiety on (B)(6) 2017. The pump was interrogated the same day and the logs showed no motor stall had occurred. A CT scan with contrast was performed and the dye injected revealed extravasation of contrast in the subdural space rather than the intrathecal space. The device diagnosis was listed as catheter break/cut and the clinical diagnosis was listed as drug withdrawal. It was indicated the event was related to the device or therapy. The distal portion of the catheter was revised on (B)(6) 2017 and it was noted the catheter was returned to the manufacture. The issue resolved without sequelae on (B)(6) 2017. The patient's weight was listed as (B)(6).